Event description:
It was reported that a patient presented to the emergency room with muscle stimulation. Device interrogation revealed loss of capture on the left ventricular (lv) lead; the lv lead was noted to be dislodged. The physician elected to explant and replace the lv lead. The patient condition was stable.